Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was able to be confirmed. The difficulty removing the stylet could not be replicated as the stylet was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties removing the stylet; however, the reported balloon separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device unpackaging and preparation, prior to use in the anatomy, the stylet was removed with resistance from the device and the balloon also detached. There was no patient involvement; the device was not used. No additional information was provided.